Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. Sample was visually inspected and found to be nonconforming. Needle was bent at multiple places. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with needle bent, which could have been perceived as needle broken. How and when needle became bent could not be determined. Most likely root cause is handling during surgery. The exact root cause is unknown, therefore specific action with regards to this complaint cannot be taken. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the bent needle exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that an ophthalmic suture needle was broken before intraocular lens suspension surgery. Surgery was completed after replacing a product with new one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).